Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft appeared to have been incorrectly loaded into the delivery system as the physician commented that the direction of the "e-marker" was not correct. The physician exposed the top of the stent graft and re-loaded the stent graft back into delivery system and then implanted in the patient. No clinical sequelae were reported and the patient is fine. The physician commented that the ¿e-marker¿ was everted. Once the stent graft was implanted the ¿e-marker¿ was found to be mounted in the correct direction. Review of a single returned photo showed that the stent graft had been partially deployed outside of the patient; the graft cover had been partially pulled back exposing the first covered stent and a portion of the second stent. The suprarenal stents were still retained in the spindle. The device was not bloody indicating it had not yet been placed into the patient. The 'e' marker appeared in the correct orientation. The cause of the alleged everted 'marker could not be determined. Images showing this evertion were not provided. Review of the image confirmed that there appeared to be no damage to the stent graft material, stitching or stent struts.

Manufacturer narrative:
(B)(4).